Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia on( B)(6) 2017 with a blood glucose level of 30 mg/dl. The customer was not hospitalized. The customer was treated with juice before paramedics arrived. The customer was also treated with sugar water by the paramedics. The customer was wearing the insulin pump during the hospitalization. The customer's current blood glucose was 156 mg/dl. The customer did not troubleshoot and did not send the product back for analysis.